Manufacturer narrative:
The monitor and electrode belt have been returned to the distributor. An evaluation has not yet been completed. Based on the data available at this time, there is no indication of a device malfunction.

Event description:
While in the hospital, the patient received 1 appropriate shock during ventricular tachycardia (vt) @ 210 bpm. The arrhythmia did not convert to a slower rhythm. The lifevest requires 60 seconds to deliver a shock during a vt event. The patient received a non-lifevest external defibrillation during vt @ 220 bpm. The post shock rhythm is not visible. The patient received a 2nd appropriate lifevest treatment 2 seconds after the non-lifevest external defibrillation. The post shock ECG shows a slower rhythm @ 100 bpm. It is not known whether the rhythm was converted by the external defibrillation or the lifevest defibrillation. The patient was reportedly unconscious during the treatment event. The response buttons were not pressed during the event. No injury was reported from the treatments. The patient later received an ICD. The recorded impedance was 0 ohms during the two lifevest treatments, which may indicate the therapy electrodes were not properly on the skin. Therefore, the lifevest only delivered 3-4 joule shocks. No deficiencies were alleged against the device.